Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a patient receiving hydromorphone (unknown dose and concentration) via an implantable pump. The indication for use was unknown. The patient stated that her pump was leaking (later reported as "thinks her pump is leaking" beginning (B)(6) 2015, patient had gradual swelling over the pump that she attributed to the pump leaking causing the fluid buildup over the pump. The area was "swelled like 1/2 musk melon". The patient had pain and was not getting pain relief any more. The patient reported that she did have swelling after surgery that went away but this was normal due to having surgery. The new swelling just started and was more than before. No interventions were mentioned. The patient could not get a hold of a health care professional, she had spoken to someone 3 days prior to the event report date was told that the health care professional was on vacation and they would call her back but patient had not heard back. The patient had left several messages but had not heard back.